Event description:
A malfunction alarm with code malf 12 was reported by the customer, but there was no adverse impact to the customer's blood glucose level. The customer was unable to reset the device at the time. Multiple follow ups were attempted but no further information was received.